Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received seven appropriate treatments, six of which converted the arrhythmias and one which did not convert the arrhythmias, and two inappropriate treatments. The device was started up at 04:11:36 on (B)(6) 2023. At 07:51:58, an arrhythmia was detected. ECG shows sinus rhythm @ 70 bpm with pvc¿s and nsvt. The rhythm then degrades to vt @ 240 bpm with motion artifact and electrode lead fall off. At 07:52:34, the patient received the first appropriate treatment. The rhythm at the time of treatment was vt @ 250 bpm with motion artifact. Post shock rhythm was nsvt. At 07:52:34, the patient received the first inappropriate treatment. Nsvt contributed to the false detection. The rhythm at the time of treatment was nsvt. Post shock rhythm was nsvt transitioning to sinus rhythm @ 60 bpm. At 07:56:02, an arrhythmia was detected. ECG shows nsvt. At 07:52:34, the patient received the second inappropriate treatment. Nsvt contributed to the false detection. The rhythm at the time of treatment was nsvt. Post shock rhythm was nsvt. At 19:16:50, an arrhythmia was detected. ECG shows vt @ 280 bpm. At 19:17:23, the patient received the second appropriate treatment. The rhythm at the time of treatment was vt @ 290 bpm. Post shock rhythm was sinus rhythm @ 40 bpm degrading to vt @ 240 bpm. At 19:17:57, the patient received the third appropriate treatment. The rhythm at the time of treatment was vt @ 280 bpm. Post shock rhythm was sinus rhythm @ 60 bpm degrading to vt @ 270 bpm. At 19:18:28, the patient received the fourth appropriate treatment. The rhythm at the time of treatment was vf. Post shock rhythm was nsvt. At 19:19:02, the patient received the fifth appropriate treatment. The rhythm at the time of treatment was vf. Post shock rhythm was nsvt. At 19:19:35, the patient received the sixth appropriate treatment. The rhythm at the time of treatment was vf. Post shock rhythm was nsvt. At 19:26:05, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 19:26:36, the patient received the seventh appropriate treatment. The rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was vf with CPR/motion artifact/electrode lead fall off. The electrode belt was disconnected at 19:27:16 on (B)(6) 2023.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.